Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The sales manager who reported the event was contacted for further information. It was confirmed the ventilator was plugged in the same outlet as a concentrator. The concentrator was moved to a different outlet and the issue was resolved.